Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was felt when filling the cartridge during the load sequence. Reportedly, the customer successfully loaded the cartridge with insulin and resumed insulin therapy. Customer¿s blood glucose was 122 mg/dl.